Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support of impella cp the patient had bleeding around the impella site. Impella redressed. Protamine given and bleeding resolved. The day after there was pink tinged urine. Elevated ldh. Impella repositioned with echo small amount of volume given. Remains on low dose dobutamine. Plan to continue to rest lv and possibly wean impella successfully weaned and explanted. The patient was in stable condition.